Event description:
The single trigger rotary was sent for service and it ran in forward when in reverse mode during performance testing at the manufacturer. No adverse event was associated with the device.